Event description:
Mircovention recently became aware of a published article (pickett et. Al, visual pathway compromise after hydrocoil treatment of large ophthalmic aneurysms. Neurosurgery. 2007; 61: e873-e874) involving two pts with a history of progressive visual failure due to the presence of giant ophthalmic aneurysms who underwent treatment using bare platinum and hydrocoil (hes) embolization coils. One of these pts also was treated using an intracranial stent. Subsequent to the embolization procedure and throughout the course of f/u, vision in both pts continued to worsen, resulting in near complete blindness. One pt developed hydrocephalus requiring placement of a ventriculoperitoneal shunt. The authors cautioned against the use of hes coils in large ophthalmic aneurysms that are adjacent to visual pathways, or the brainstem due to deleterious effects from worsening mass effect or local inflammation.

Manufacturer narrative:
Vision compromise due to mass effect and inflammation after embolization of large and giant ophthalmic aneurysms is an anticipated adverse effect, and is not specific to the use of hes embolization coils. 1, 2. One heran, et. Al. Large ophthalmic segment aneurysms with anterior optic pathway compression: assessment of anatomical and visual outcomes after endovascular coil therapy. J. Neurosurg. 2007; 106: 968-975. Two tawk, et. Al. Surgical decompression and coil removal for the recovery of vision after coiling and proximal occlusion of a clinoidal segment aneurysm: technical case report. Neurosurgery. 2007; 58: e1217.